Manufacturer narrative:
Title: early spontaneous closure of large arterial ducts in two term neonates with ebstein anomaly after failed attempts of transcatheter closure. Authors: raymond n. Haddad, damien bonnet, sophie malekzadeh-milani. Journal name: cardiology in the young year: 2023 reference: doi.10.1017/ s1047951123000458 b3: date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled "early spontaneous closure of large arterial ducts in two term neonates with ebstein anomaly after failed attempts of transcatheter closure". This case study reported on a 37-week gestational age neonate with ebstein¿s anomaly and large arterial ducts in whom mechanical ductal stimulus during failed attempts of transcatheter closure led to subsequent early and definitive closure with good clinical outcomes. The patient presented with low oxygen saturation. The patient underwent the intervention at 9 days old. After ruling out anatomic pulmonary obstruction, the patient was approached tr ans-venously from the femoral vein in an attempt to close a hemodynamically significant arterial duct. The procedure was performed under general anesthesia, heparinization, prophylactic antibiotics and fluoroscopic control. Baseline aortography was first performed to delineate the ductal anatomy. The tricuspid valve was carefully crossed using a 2.7fr non-medtronic (mdt) microcatheter in combination with a non-mdt 0.014-inch guidewire that were both used as a tutor for the delivery catheter. An 8 mm non-mdt vascular plug was selected to close the arterial duct and was delivered through a medtronic 5-fr jr 3.0 launcher coronary guide catheter. The device was removed before release for an important residual shunt and device instability. After the failure to close using the 8 mm non-mdt vascular plug, a significant para-device residual leak was noted. The catheter was upgraded to a 6 fr during which the patient experienced two episodes of ventricular tachycardia requiring cardioversion. The delivery attempt of 10 mm non-mdt vascular plug into position was very laborious and the procedure was aborted after access-related bleeding occurred. The patient was sent back to the neonatal intensive care unit (ICU) for surveillance and a re-discussion of the management strategy. However, follow-up ultrasound showed a spontaneous and progressive diminution in size until complete ductal closure two days after the procedure with good immediate and follow-up outcomes. There was no observation of ductal spasms or changes in the ductal size, whether during manipulation or at the end of the procedure, and the postoperative ductal closure was permanent without any evidence of recanalization during follow-up.

Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Section b.1. Adv evnt/prod prob: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.